Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded express bolus, esc and act button on keypad traces. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The insulin pump reportedly was not exposed to moisture and no significant events prior to the issue wer recalled. The customer's blood glucose level was 7.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).